Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user/patient. Unique device identifier (UDI) (B)(4). The patient's test strips and meter were returned for investigation. The returned test strips and vial showed no defects. The patient's meter appeared undamaged and clean on the outside. The returned test strips were measured on the patient's meter with a high-level control sample: results: (specified target range 2.6 - 3.2 inr) measurement 1: 2.9 inr. Measurement 2: 2.9 inr. Measurement 3: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable inr results with a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory methodology. The patient's laboratory result was 3.5 inr. "Immediately afterwards," the patient's meter result was 1.7 inr. The patient's therapeutic range is 2.5- 3.5 inr.